Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient¿s lead migrated and the patient experienced less than 50% therapy relief at the lead location. X-rays and reprogramming were performed. The cause was unknown. The patient¿s status was noted to be alive with no injury. Additional information received reported that no further actions were planned to resolve the migration issue at the time of the current report. It was noted it would depend on how the patient responded to reprogramming. The patient¿s outcome and if they were receiving effective therapy was unknown.

Event description:
Additional information received reported reprogramming was adequate and therapeutic. It was reported the patient was receiving effective therapy.

Event description:
Follow up information reported that the patient had a lead revision on (B)(6) 2015. The patient was seen on (B)(6) 2015 for their first post lead revision appointment and had good stimulation that was covering their painful areas. Should additional information be received a supplemental report will be filed.